Event description:
It has been reported to philips that geometry movements were unavailable. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partially available. Upon inspection fse identified that the frontal stand 1spc servo drive had an intermittent fault and the three axis drives in the stand were not visible at the start up. Fse checked the three-axis drive in the c-arm stand and determined that 1spc was the faulty drive. Fse replaced 1spc amc triple servo drive in the c-arm, installed drive, updated software to the replacement drive and completed stand calibrations. After that system was working in a good condition. The codes were updated based on the investigation outcome.